Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a syncopal episode as a result of right ventricular lead noise resulting in pacing inhibition. On (B)(6) 2018, the lead was removed and replaced. During the procedure, the physician experienced difficulty inserting the replacement lead into the pulse generator¿s header. The device was also removed and replaced as it was unknown if the device had contributed to the noise. The patient was stable following the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion was noted 7.0 to 7.3 cm from the connector pin consistent with friction to the device can.